Event description:
It was reported that there was a sudden rise in pacing threshold on the left ventricular lead days after the implant. The lead threshold is also high. The lead pacing vector was reprogrammed and the lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.